Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the integrated electrosurgical unit (iesu) erbe generator displayed error codes c-00 and c-34 after attempting to use and activate the monopolar energy. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed by replacing the instrument energy cable and reseating the neutral grounding pad; however, the issue persisted. Review of the site¿s system logs confirmed the occurrence of the error fault. The tse instructed the customer to use an external generator. Following this, no further error was reported. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and the procedure was completed using a 3rd party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed and reproduced the issue identifying a defective erbe integrated electro surgical unit (iesu) generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the iesu for evaluation; however, failure analysis is not yet complete. Follow-up MDR will be submitted when the iesu is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) erbe generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu with an in-house system reproduced the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.